Event description:
Patient's generator and lead were replaced due to the reported high lead impedance. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Patient presented with high impedance and low battery. The patients device was disabled and the patient was referred for full revision (replacement of the lead and generator). No known surgical intervention has occurred to date. No other relevant information has been received to date.